Manufacturer narrative:
Device did not return for evaluation and lot# was not captured.

Event description:
Fiber locks did not come tightened. Patient experienced more pain than in other past procedure performed. Case performed successfully.